Event description:
It was reported that the patient presented remotely via merlin.net subsequently follow up in clinic. It was noted that the right ventricular (rv) lead exhibited oversensing noise resulting in pacing inhibition. The rv lead was explanted and replaced. The patient was in stable condition.